Event description:
Customer reported intermittent audio. Caller reports that during top cover replacement by the technician, the solder loosened on the speaker wires and the wires seperated from the speaker. There was no patient involved.